Event description:
I t was reported that the subject device showed code b30 (error) repeatedly despite cleaning the base plate. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
A review of the complaint file has been completed. The additional information includes device evaluation information. The information will be assessed upon closure of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water traces were found in the plug. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water traces were found in the plug should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.